Manufacturer narrative:
D10 concomitants: (B)(6) 320-42-00 - equinoxe reverse 42mm humeral liner +0 (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6) 320-01-42 - equinoxe reverse 42mm glenosphere (B)(6) 320-15-08 - sup/post aug plate, r rs glenoid baseplate (B)(6) 300-30-10 - equinoxe preserve stem 10mm (B)(6) 320-15-01 - eq rev glenoid plate (B)(6) 320-15-05 - eq rev locking screw (B)(6) 320-15-06 - rs glenoid plate ext cag +10mm cage peg (B)(6) 321-20-00 - equinoxe reverse shoulder drill kit (B)(6) 320-20-00 - eq reverse torque defining screw kit (B)(6) 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6) 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm (B)(6) 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm (B)(6) 315-35-00 - glnd kwire (B)(6) 315-35-00 - glnd kwire h3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's right shoulder was revised approximately 2 years 10 months post initial operation. The reason for the revision was not reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, g3, h6, h11. MDR section codes updated/corrected: a, b, g. The reason for the revision cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, dislocation, rotator cuff tear, and/or patient related factors. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.